Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 152.3 mmol/l with flag. The sample was repeated and the result was 140.8 mmol/l. The sample was also repeated on another cobas analyzer and the result was 141 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) replaced the dilution cup, the sipper nozzle, tubing, and seals. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. The root cause of the event could not be determined.